Event description:
Customer reported a hospitalization for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 410 mg/dl. He stated his blood glucose had declined from 468 mg/dl. The customer stated he was vomiting as a result of his high blood glucose. The customer was treated with an insulin drip at the hospital. The customer was wearing the insulin pump at the time of the hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).